Manufacturer narrative:
1. Overview: the quality department (pms) received a complaint involving a ¿motiva® device¿. 2. General info: device involvement: a causal relationship between the reported event and the device has not been established yet. Event characterization: the event was classified as lateralization/malposition the device information and the clinical evidence required to confirm the event have been requested for the corresponding investigation. 3. Dfu and labeling evaluation: the event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: lateralization/malposition ¿ malposition of a breast implant is defined as an incorrect placement during surgery or its shifting from its original position. It is also called displacement/lateralization. Malposition has been a frequent event reported due to its multifactorial causes and it can be expected during the lifetime of the device. The implant¿s shifting can be produced by trauma, capsular contracture, gravity, or initially wrong placement15. The surgeon must plan the operation carefully and conduct the surgery with a technique that can minimize but not completely evade the risk of malposition. The risk associated with this event is dissatisfaction with aesthetic outcomes. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Literature reference: karan chopra, md, arvind u. Gowda, md, edwin kwon, md, michelle eagan, md, w. Grant stevens, md, techniques to repair implant malposition after breast augmentation: a review, aesthetic surgery journal, volume 36, issue 6, june 2016, pages 660¿671, https://doi.org/10.1093/asj/sjv261.

Event description:
Event description: allegedly, it was reported a "malposition." Sweden. Literature case - in the literature publication ¿tissue-preserving inframammary fold breast augmentation: a three-year clinical experience¿, two patients experienced malposition (high-riding implant) after an augmentation mammoplasty using motiva implants. The events were solved through surgical correction. No additional information is available.